Manufacturer narrative:
The field service representative (fsr) verified that the o2 gas inlet was broken off. The epgs was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) verified that the o2 input connector was broken off. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of device for cardiopulmonary bypass (cpb) procedure, the oxygen (o2) input connector was broken off of the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the extension fitting. Unit operated to manufacturer's specifications. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.